Event description:
A baxter service rep reported an infusion pump with a failure code 32. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter service event. No additional contact info was provided.